Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Further information has been requested but no response has been received by the user facility despite our reminders. No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. Information about the current status of the ventilator has not been provided. Patient's final outcome is unknown. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
A user facility medwatch (ref # (B)(4) ) was received stating that: "servo ventilator malfunctioned while in use on patient. Patient had desaturation event and no volumes were being displayed on the ventilator. Patient required bagging. A new circuit was placed on the ventilator but did not resolve the issue of it not displaying volumes. A new ventilator was obtained and patient was placed on new ventilator and volumes displayed properly. Ventilator was removed for testing. The circuit that was on the ventilator when the issue occurred was placed with it and placed into the biomedical department for testing. " importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).